Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 4 atm's on the second inflation. The lesion being treated was a calcified and 90% stenotic lesion in the distal rca, initially, the physician attempted to pass an atlantis pro, but the device would not pass through the lesion. The maverick2 monorail balloon catheter was than introduced to 10 atm's to dilate the lesion. The physician than removed the 4f zuma2 guide catheter and replaced it with a mach 1 guiding catheter size unknown. The maverick2 monorail balloon catheter was then reinserted and re-inflated to 4 atm's when the rupture occurred. The pt was asymptomatic during this event. A vessel perforation was confirmed when a shadow was noted on angiography. The maverick2 monorail balloon catheter was removed and replaced with a surpass balloon catheter for 30 minutes to treat the perforation. The pt's blood pressure and electrocardiogram were unchanged during hemeostasis. It is noted that resistance was met upon insertion and removal of the balloon catheter. The procedure was successfully completed. The pt's status is reported as 'good'.